Event description:
It was reported that patient presented to emergency room after experiencing syncope. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited loss of capture. The lead was capped and replaced on (B)(6) 2023. The patient was stable.